Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that during evaluation of the mx40 monitor at bench repair, it was identified that no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicated that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required.